Event description:
At least nine pts had an inflammatory reaction and profuse postoperative serous drainage from wounds where this suture material was used. This resulted in repeated operations and prolonged use of IV anti-microbial therapy.